Manufacturer narrative:
(B)(4). Concomitant medical products: persona natural tibai cemented stemmed cat#: 42532006702, lot#: 63050637, persona articular surface fixed bearing cr cat#: 42521000412, lot#: 62773636, persona all poly patella cemented cr cat#: 42540000032, lot#: 62929021. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02598, 0002648920 - 2018 - 00402 , 0002648920 - 2018 - 00401, 0002648920 - 2018 - 00403. Reported event was confirmed by review of documentation in the clinical report provided. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing pain, stiffness and limited range of motion after initial knee arthroplasty. Patient was treated with steroid injection, brace and physical therapy followed by pain management physician. No additional information is available.

Manufacturer narrative:
The follow-up report is being submitted to relay correction and additional information.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product remains implanted.

Event description:
It was reported that the patient is experiencing ongoing chronic pain associated with right knee, stiffness and limited range of motion after initial knee arthroplasty. Patient was treated with steroid injection, brace and physical therapy followed by pain management physician. No revision has been scheduled.